Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet delivered higher-than-expected insulin for meals, with recent automated meal doses around 9¿16 units when the caregiver expected no more than 5 units. It was further reported that the user engaged in frequent snacking and intermittently missed meal announcements. The caregiver had also performed multiple device resets, including factory resets, without clinician guidance. Symptoms included hypoglycemia with a reported low blood glucose of 59 mg/dl without loss of consciousness or need for assistance. Outcomes included brief hypoglycemia that resolved with oral carbohydrate and did not require medical intervention or hospitalization. An investigation was conducted which included customer care troubleshooting, education on snack announcing, spacing of meals, and limiting snack carbohydrates, as well as review of use patterns related to snack announcing and meal spacing. Additional training with a trainer was arranged. Investigation of the case revealed user-related challenges with meal and snack announcing and nonstandard device resets that could have affected algorithm adaptation. No specific device malfunction was identified. Based on previously established findings for similar reports, it was concluded that user interaction with meal announcing and device resets was the most probable cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.